Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post procedure, still in procedure room, the pulse generator went into backup operation. The device was not used and another was implanted. The patient was discharged.

Event description:
New information noted that the cause of backup was unknown.